Event description:
Caller states that the patient tested 5.2 inr on the device and 3.4 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.